Event description:
The information received from the affiliate states that there were kinks noticed at the distal tip of the stent delivery sysem and cracks on the shaft at the hub. It was reported that the packaging was not damaged before it was opened and there was no mishandling of the device prior to opening the package. The product was not clinically used.